Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for review. Engineering analysis of device data confirmed premature battery depletion. A ts consultant discussed that the device is exhibiting moderate acceleration in the rate of battery depletion. The power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device is expected for return. Should this device be received, a supplemental report will be submitted.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for review. Engineering analysis of device data confirmed premature battery depletion. A ts consultant discussed that the device is exhibiting moderate acceleration in the rate of battery depletion. The power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced, and is expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for review. Engineering analysis of device data confirmed premature battery depletion. A ts consultant discussed that the device is exhibiting moderate acceleration in the rate of battery depletion. The power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced, and was received for analysis. No additional adverse patient effects were reported.